Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event or removal of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent an inguinal hernia repair surgery. A bard/davol perfix plug was implanted into the patient's body to repair the inguinal hernia defect. (B)(6) 2016: the patient underwent an invasive surgical procedure to remove the perfix plug. The patient has suffered physical pain and suffering as well as mental anguish, emotional distress. The product implanted in the patient failed to reasonably perform as intended. It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the product was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.